Manufacturer narrative:
(B)(6). (B)(4). Not explanted, fragment still remain in patient. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a right scaphoid procedure on (B)(6) 2016, a 2.4 mm headless compression screw 19 mm short thread would not countersink during implantation. Doctor did not predrill for screw. Screw advanced and compressed fracture but would not countersink. Screw was removed. Screw threads came off inside the patient bone and could not be retrieved. Screw de-threaded possibly from hitting a reduction k wire. A 2.4 mm headless compression screw 20mm was implanted and procedure was completed. There was a surgical delay of ten (10) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was completed: one device (2.4mm headless compression screw 19mm short thread, stainless steel part#02.226.219 lot# unknown) was received for evaluation with the distal most 0.5mm of thread sheared off. In addition to the distal tip shearing off, the returned screw shows minor wear marks consistent with attempted implantation and removal. The distal threaded portion of the device is broken off and was not returned (the tip is approximately 0.5mm in length). The exact cause of the complaint cannot be determined, but it was most likely a combination of not pre-drilling for the screw (per complaint description) and/or the screw colliding with a k wire during insertion (also per complaint description). No product design issues or discrepancies were observed. The drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.